Event description:
The customer reported that after pipetting an hbsag plate on summit the technician that a low volume of conjugate was delivered to well d1. No error was generated. No death or serious injury was associated with this incident.